Event description:
Hcp reported the patient had a pump replacement done in 2002. The pump was filled with only 10cc of medication and was programmed to deliver 1 mg/day of the morphine 10 mg/ml. The patient's previous program had been set at 2.571 mg/day of the same concentration drug. Patient presented to the hospital that weekend complaining of withdrawal symptoms including nausea and sweats. The on-call physician increased the patient's dose to 1.5 mg/day and the patient followed up at the patient's clinic for a post op wound check. The pump was increased to it's previous 2.571 mg/day. There have been no calls to the clinic to indicate any further problems.